Manufacturer narrative:
The device should be available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an (B)(6)-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient was deemed clinically stable for device removal per the primary medical team¿s weaning protocols. Systemic heparin infusion was discontinued approximately 90 minutes prior to explant. At the time of discontinuation, the partial thromboplastin time (ptt) was 46 seconds, and at the time of explant, the activated clotting time (act) was 148 seconds. Per the clinical team, the ptt had remained therapeutic or near-therapeutic throughout the duration of support. The impella cp device was explanted at the bedside by the primary medical team in standard fashion. At the time of explant, thrombus was observed around the pigtail portion of the catheter. The patient tolerated the procedure without complication, with distal pulses present following device removal. Per the clinical team, no left ventricular thrombus was identified on echocardiographic evaluation performed on the same day. The observation of thrombus at the pigtail is consistent with known thrombotic risks associated with mechanical circulatory support.